Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20apr2021. The heartmate 3 lvas instructions for use (IFU), lists bleeding, right heart failure, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient remained on inotrope more than 7 days after implant. On (B)(6) 2021, the patient remained on inotrope more than 14 days post implant in which right heart failure reported. On (B)(6) 2021, the patient was anemic with hemoglobin (hgb) 7.4 g/dl and hematocrit 21.2 % (hct) in which the patient was transfused with two units packed red blood cells (prbcs). Unknown source of bleeding reported start date (B)(6) 2021 resolved without sequelae with stop date reported as (B)(6) 2021 and possibly related to bloody fluid from thoracentesis which was done for pleural effusion. The patient also had hypertension with no mean arterial pressure available, doppler blood pressure (mmhg) readings of 140, 140 and 112. Oral blood pressure medication dosage was adjusted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information reported that the right heart failure start dated was updated to (B)(6) 2021.

Event description:
It was additionally reported that the patient's right heart failure resolved without sequalae on (B)(6) 2021, and their hypertension resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.